Event description:
Same MFR report # as: 2134265-2009-06072. Clinical study. It was reported that following a carotid artery stenting treatment procedure, the patient experienced a minor stroke. The 15mm target lesion was located in the 90% stenosed left ostium internal carotid artery. The reference vessel diameter was 8mm. The lesion was treated with a 8.0 x 21mm carotid wallstent. A 2.25mm-3.5mm 300cm filterwire ez was put in place during the procedure. The lesion was post dilated leaving 10% residual stenosis. The patient was discharged from the hospital one day later, with stroke scale of "0". Ninety-nine days following the index procedure, the patient was seen for a follow-up visit. His current medication included plavix, warfarin and asa. The patient's stroke scale score was "1", resulting from mild to moderate sensory loss. He had no chest pain, neck pain, headache, groin pain or discomfort. No further action was taken for this event.

Manufacturer narrative:
The product is not expected to be returned therefore, no product analysis will be conducted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.